Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6), 2008. According to the complainant, post-procedure, the patient suffers from pelvic pain, leg pain, and urinary incontinence. The patient also suffers from bleeding, infections, discharge, and mesh erosion. All other information is unknown and unavailable.